Event description:
New information noted the leadless pacemaker (lp) exhibited capture threshold, pacing impedance, and current of injury issues during implant. There were no patient consequences.

Event description:
It was reported the patient presented for implant procedure. During surgery, the helix on the leadless pacemaker (lp) was stretched. A different lp was used to complete the procedure. There were no patient consequences.